Event description:
It was stated that the customer was hospitalized for low blood glucose. No blood glucose reading was reported. Troubleshooting was performed and the time was incorrect on the insulin pump. Advised the nurse that the incorrect time would affect the basal rate delivery on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.